Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2007. Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10186. 0001825034 - 2017 - 10187. Concomitant products: femoral stem, unknown part/lot. Acetabular cup, unknown part/lot. Femoral head, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient began having back and hip pain a few years ago and now has higher than normal cobalt chrome levels. Bursal inflammation was also identified in the right hip. It has not been reported the patient has been revised at this time. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that an MDR should not be filed under current MFR number. The event will be reported under MFR 9613350.